Manufacturer narrative:
The device was not returned for evaluation. Hence no investigation could be performed. Pain at the insertion site is a known anticipated adverse event associated with sensor insertion. Sensor was removed from the patient to alleviate the symptoms experienced by the patient. User is doing well after removal of sensor.

Event description:
On 21 may 2020, senseonics was made aware of an incident where patient experienced pain in the arm where she got her sensor inserted. Patient reported that she cannot lift her arm to do anything. Patient went to doctor to get her sensor removed.